Event description:
(B)(4). I battle chronic migraines, back ache, extreme fatigue. Serious memory loss.

Event description:
(B)(4). Had a total hysterectomy and salpingectomy leaving ovaries. My symptoms are slowly going away. No migraine for 18 days now! I still have residual issues but hope they go away with time considering I had essure for 5 years. No more metal taste in my mouth!